Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 356 mg/dl. The customer's mother stated that patient try to bolus and the screen is blank, pressed b button nothing happen. Customer's stated that the water spilled in the back and screen has a rainbow affected on it. Customer stated that the alarm was low battery and low reservoir. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.